Event description:
It was reported that an ilet user experienced hyperglycemia after inserting an infusion site with the blue needle guard on, leading to suspected improper deployment or connection. The agent guided the user through replacing the infusion site, which was successful, and the user noted a fingerstick glucose of 211 mg/dl with persistent elevation for about one hour. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting with user education regarding infusion site replacement and advising consultation with a healthcare professional for removal decisions. Investigation of this case revealed use error associated with infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect infusion set insertion.